Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during surgery, the acetabule was rhymed and a test cup 46 was passed. The respective tests were done and the doctor authorizes the final cup (46) and the insert (28 x 46) to be passed. The cup was placed on the instrument to be impacted, and at the time of giving the blow for such maneuver, the top part of the piece broke and the cup was subject to impact and could not be released. The doctor made the decision to place a cemented cup 47. The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that the end cap of the pinn straight cup impactor has broken off, fragment can be seen on the evidence provided. Additionally, an acetabular cup was observed assemble to the device. However, functionality issues cannot be assessed through a photo investigation, therefore the allegation of unable to disassemble cannot be confirmed. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. The overall complaint was partially confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during surgery, the acetabule was rhymed and a test cup 46 was passed. The respective tests were done and the doctor authorizes the final cup (46) and the insert (28 x 46) to be passed. The cup was placed on the instrument to be impacted, and at the time of giving the blow for such maneuver, the top part of the piece broke and the cup was subject to impact and could not be released. The doctor made the decision to place a cemented cup 47. The product was not returned to depuy synthes, however photos were provided for review. See attachment "source file - reporte de calidad clinica universidad de la sabana colectivo 464891". Visual analysis of the photo revealed that the end cap of the pinn straight cup impactor has broken off, fragment can be seen on the evidence provided. Additionally, an acetabular cup was observed assemble to the device. However, functionality issues cannot be assessed through a photo investigation, therefore the allegation of unable to disassemble cannot be confirmed. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. The overall complaint was partially confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during surgery, the acetabule was rhymed and a test cup 46 was passed. The respective tests were done and the doctor authorizes the final cup (46) and the insert (28 x 46) to be passed. The cup was placed on the instrument to be impacted, and at the time of giving the blow for such maneuver, the top part of the piece broke and the cup was subject to impact and could not be released. The doctor made the decision to place a cemented cup 47. The product was not returned to depuy synthes, however photos were provided for review. See attachment "source file - reporte de calidad clinica universidad de la sabana colectivo 464891". Visual analysis of the photo revealed that the end cap of the pinn straight cup impactor has broken off, fragment can be seen on the evidence provided. Additionally, an acetabular cup was observed assemble to the device. However, functionality issues cannot be assessed through a photo investigation, therefore the allegation of unable to disassemble cannot be confirmed. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. The overall complaint was partially confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿during surgery, the acetabule was rhymed and a test cup 46 was passed. The respective tests were done and the doctor authorizes the final cup (46) and the insert (28 x 46) to be passed. The cup was placed on the instrument to be impacted, and at the time of giving the blow for such maneuver, the top part of the piece broke and the cup was subject to impact and could not be released. The doctor made the decision to place a cemented cup 47¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the end cap of the pinn straight cup impactor has broken off, fragment was returned for evaluation. Additionally, the instrument was returned assembled with the mating acetabular cup. Attempts to disassemble the devices was possible by applying an excessive amount of force, most likely due to excessive force, overtightening and the breakage of the cup impactor. Once the devices were separated, a functional test was performed and revealed that the acetabular cup could be assembled and disassembled without difficulty. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during impaction, the handle broke and the cup could not be disassembled.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1 and b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 (clinical and impact codes)

Event description:
Additional information received: a. Was there any allegation against the liner? B. Was there any adverse consequences that affected the patient because of the reported event? C. Could you please provide the implantation date? D. Will the impacted products be available for return or not? E. Could you please provide the affected side? (A) no (b) there was no consequence as it could be resolved immediately. (C) date of implantation (B)(6) 2024 (d) if the implants were returned to quality and the affected instruments were sent the day after the procedure. (E) the side problems were in the acetabulum and were solved with a cemented marathon cup.